Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-02043. During a follow-up, there were episodes of noise, variable p and r wave amplitudes, and high ventricular rate on the right atrial (ra) and right ventricular (rv) leads. The rv lead was capped and replaced to resolve the event and the ra lead remained implanted and will continue to be monitored. The patient was stable with no adverse consequences reported.